Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that the tip was found to be nicked during surgery. The surgery was completed without product replacement. There was no patient harm.

Manufacturer narrative:
No lot number was identified with this complaint; therefore, a lot history review could not be conducted. A visual inspection of the phaco tip was performed and the tip was deemed nonconforming. The bevel has a slight uneven and rounded surface at the bottom of the bevel. The aspiration hole is clogged with surgical material. The threads and back of the flange are worn from being on a handpiece. The complaint does confirm that the tip bevel has wear on its bevel that could be described as nicked. The reason for the nonconforming visual condition is from its use during surgery. The visual condition of the phaco tip does not point to a manufacturing issue. No specific action with regard to this complaint was taken because the reason for the complaint points to a user handling issue. Phaco tips are 100% visually inspected by trained operators during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).